Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs of use in the form of biological material was observed inside the catheter body. The catheter body was intentionally severed. The severed portion was not returned for analysis. Visual analysis revealed that the proximal extension line had become separated approximately 6 mm from the luer hub (white hub). The appearance of the separation seems consistent with damage due to contact with a sharp instrument (i.e. Scalpel, needle bevel, scissors). The proximal extension line separated 6mm from the luer hub. The catheter body length from the juncture hub to the point of separation measured 15 3/4" which indicates that at least 7"-7 1/8" of the catheter body was severed and not returned for analysis (per catheter graphic). The proximal extension line outer diameter measured .094" which is within the specification limits of .093"-.097" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured .056" which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. A manual tug test revealed that the portion of the extension line extrusion still molded to the white luer hub was secure. The distal extension line also appeared secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated/torn extension line was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line was separated 6 mm from the luer hub (white hub). The appearance of the separation seems consistent with contact with a sharp instrument (i.e. Scissors, scalpel, needle bevel). The sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports "fractured extension line." No patient harm. The patient's condition is reported as fine.

Event description:
Customer reports "fractured extension line." No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).